Manufacturer narrative:
Isi has requested that the cannula seal and the broken fragment be returned for evaluation. However, isi confirmed that the customer threw away both the part and the fragment that came off and they will not be available for isi evaluation. The root cause of the alleged customer reported failure mode cannot be determined at this time. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: a piece of a cannula seal broke off and fell into the patient. The surgeon successfully removed the fragment visually during the same procedure with use of a laparoscopic grasper. There was no reported patient injury. All fragment(s) were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, a fragment fell into the patient. After the procedure, the customer contacted dvstat technical support engineer (tse) to report the issue and said that a piece of the stapler cannula reducer seal fell into the patient; a piece of the seal had pushed through the cannula and fell into the patient. The customer was able to retrieve the piece and replace the seal to continue. The procedure continued to be completed as planned with no reported injury. On 11/7/19, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: a piece of a blue 12-8 cannula seal fell into the patient. The customer went to put a sureform 60 stapler instrument in use but upon doing so, a piece of the blue rubber piece came off. The surgeon successfully removed the fragment visually during the same procedure with use of a laparoscopic grasper. The procedure continued to be completed robotically as planned with no patient harm or injury. On (B)(6) 2019, isi confirmed that the customer threw away both the part and the fragment that came off. Therefore, the part and the fragment will not be available for isi evaluation.